Manufacturer narrative:
Manufacturing date -- november 11, 2016 ¿ november 12, 2016. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor under-infused. The patient only received approximately a third of the medication. The device was filled with fluorouracil. The oncologist considered a dose adjustment for the next therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.